Event description:
The customer contact reported blood loss. It was reported that while attempting to draw blood using a needleless vacutainer that was attached to the clave port of the tubing set, "drops" of blood leaked from the connection of the clave port. The vacutainer was disconnected from the clave port and at this time it was noted the silicone sleeve of the clave remained depressed. The tubing set was replaced and the procedure was initiated. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.